Manufacturer narrative:
An allegation related to a collapsed or "dimpled" pump was reported. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and performed within specification. Product analysis was unable to confirm a device malfunction. Correction to h2, h3, and h6: updated to include device analysis.

Event description:
It was reported that due to a dimpled pump the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. It was further reported that the pump issues occurred 2 week ahead of this surgery. The pump issue occurred two weeks ahead of this surgery and there was no specific cause of the pump issues. The patient got well after this surgery.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a dimpled pump the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. It was further reported that the pump issues occurred 2 week ahead of this surgery. The pump issue occurred two weeks ahead of this surgery and there was no specific cause of the pump issues. The patient got well after this surgery.